Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Water tightness was lost due to a pinhole on the bending section cover. In addition to the foreign objects found and the dirty distal end/light guide lens, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the switch box had a scratch; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; the connecting tube had a wrinkle; the adhesive around the light guide lens was cracked; the adhesive around the objective lens was chipped; and there was corrosion around the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it was most likely that the foreign material adhered to the distal end, the air/water tube, and the air/water cylinder because reprocessing could not be completed. This is likely as a result of leakage at the bending section cover and the control section. The dirt found at the distal end/light guide lens could not be identified and the root cause of the dirt/material that remained could not be specified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the duodenovideoscope was leaking from the distal sheath during reprocessing. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found in the air/water cylinder and air/water tube. It was also found that the distal end/light guide lens were dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.